Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 33 mg/dl; cause of bg not known. Bg was treated with a meal and soda. Reportedly, intravenous fluids were started, however the customer did not provide details on what was administered in additional to an electrocardiogram being performed. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.